Event description:
It was reported that during a laparoscopic nephrectomy the device was released after firing and there was found to be an incomplete staple line. A second device was used to complete the case. There was no pateint consequences.